Manufacturer narrative:
Based on the review of the x-ray views provided to abbott, the conductors appear to be externalized. No further analysis can be performed since the lead will not be returned to abbott for analysis. No riata and riata st silicone endocardial leads included in the fsca concerning st. Jude medical; (B)(4) november 2011 have been distributed post this corrective action. All the concerned competent authorities were notified about this action at the time and st. Jude medical has since then sent updated information regarding riata and riata st silicone defibrillation leads, ref (B)(4).

Event description:
During an elective device upgrade procedure, it was noted that the right ventricular lead was externalized. All electrical measurements were normal and stable so the lead remains implanted and active. The patient was in stable condition before, during, and after the procedure.